Manufacturer narrative:
Results: visual analysis of extension "a" noted discoloration in the header and lead segment, and all wires were missing from the header. Visual analysis of extension "b" noted discoloration in the header and lead segment and all wires were missing from the header. The septum was damaged and the inner tubing was pulled from the strain relief. All channels measured open on both extensions, and both showed signs of severe overstress. This model number is not approved for use in the united states and was used as part of a clinical study. The clinical study was not sponsored or monitored by the manufacturer. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01408. The patient received an unapproved dbs (deep brain stimulation) system, including two dbs lead extensions, as part of an investigator initiated clinical study. The patient was diagnosed with and being treated for major depressive disorder. It was reported that the physician explanted the leads and extensions. The physician stated that both leads exhibited high impedance and were dysfunctional. No further information is available.